Event description:
It was reported that patient underwent versanail humeral nail procedure utilizing a cortical screw on (B)(6) 2012. During the procedure, the head of the cortical screw fractured off when it was implanted into the humeral nail. The head of the screw was not retained by the patient; however, the screw remains implanted without the head. There was no patient injury or delay to the procedure as a result.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (Depuy) on (B)(4) 2012 (closing date). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)